Manufacturer narrative:
Intuitive followed up and obtained additional information. Before use, no abnormalities were found in the appearance inspection. After removal, no obvious cable detachment or breakage was observed, and the instrument did not collide with others. The instrument was returned to isi for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the fenestrated bipolar forceps instrument could not be used normally. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Review of the provided image is consistent with the customer reported complaint. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.